Event description:
A patient was brought from the hospital ER to the cath lab for an emergency procedure. The device was used with standard paddles in asynchronous mode. According to the reporter, the device would not reach full charge or would not transfer energy. The reporter based their opinion on hearing the device charging sound but no evidence by sight or sound from the device or the patient that the device transferred energy. The reporter stated that a backup difibrillator was immediately called for and used that delayed therapy a "little over a minute" but the patient survived.